Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right atrial (ra) and right ventricular (rv) leads were dislodged since implant. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.